Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 47 mg/dl. The customer did not experience any symptoms related to the low blood glucose. Event the customer treated for low blood glucose with the food. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose based on the customer's report customer does not allege the insulin pump was over delivering. The insulin pump will not be returned for analysis.